Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The rep was informed on 12/09/1998 of an event that happened six months earlier. Laparoscopic assisted vaginal hysterectomy was performed, no details of procedure were given. The pt had bleeding post operative. The pt had to be taken back to surgery. A bleeder was present in the area of the staple line. Bleeder was then controlled. Pt had multiple blood transfusions and had to be in i.c.u.